Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: images show the filter is in a normal configuration and is placed fine despite 6 months implantation. The filter seems like it has perforated vena cava. Filter perforation of the vena cava wall is a well known risk. Despite perforation the majority end up in successful filter retrieval. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the celect filter legs had perforated the vessel wall. Patient outcome: no section of the device remained inside the patient's body - the filter was successfully retrieved using the celect filter retrieval system.